Manufacturer narrative:
H3, h6: the described issue was investigated in detail. It was initially stated that the system could not be charged due to a cut in the charging cord. The investigation showed that the cable shield and at least one internal wire (neutral or phase) were damaged at the seam of the plug, causing the described issue. A defective charging cord poses a risk of electric shock when the system is plugged in or unplugged to mains. According to the information available, the siemens service engineer reattached the plug to the charging cable. No parts were replaced. It is assumed that the original plug was reattached. No images could be provided. In general, it is recommended to replace the entire cable winch (material number 11364154) to ensure a correctly fixed us plug on the cable and avoid losing portions of the entire length. However, there is no additional risk if the reattached plug is fixed correctly and mounted by a trained service engineer or electrician. Other than the limited length of the mains cable for using or charging the system, the system can be used without any restriction. Shs internal post market surveillance did not indicate a general problem for the affected part. The system operator manual states that the user must check the mains plug / mains cable prior to an examination or at least on a daily base to be able to detect any kind of problems in time. The correct handling of the mains plug is also described in detail in the operator manual in the daily check and handling of mains plug sections. The mains cable is to be checked for damages and proper function during maintenance. This means, that the mains cable and plug are checked at least every two years during maintenance activities. The last maintenance on the affected system was performed in (B)(6) 2022. It is concluded that there was a small cut in the mains cable caused by some kind of mechanical impact (e.g., a sharp edge in the examination room) or continuous mechanical stress if the cable is extremely bent many times shortly after the mains plug, so that a small cut in the coating could be created over time. In conclusion, a defective internal wire caused the problem of the system not charging. The complaint was closed with this statement and without further measures. H11 corrected data: e1: state of initial reporter was unintentionally omitted in the initial report submitted on (B)(6) 2023, was added. H6: the medical device problem code should have been 1198 in the initial report submitted on (B)(6) 2023, since no one was shocked by the damaged charging cord or plug. E1: state of initial reporter was unintentionally omitted in the initial report submitted on (B)(6) 2023, was added. H6: the medical device problem code should have been 1198 in the initial report submitted on (B)(6) 2023, since no one was shocked by the damaged charging cord or plug.

Manufacturer narrative:
Corrected data: UDI number was reported in correct format.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an issue with the mobilett elara max. The machine was not charging due to a cut on the charging cord. This damage to the cord poses risk of an electrical shock. However, there was no patient involvement and siemens is unaware of any adverse effects on the health of the involved personnel.